Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. The complete lead was returned in two segments, separated approximately 11cm from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that this right ventricular lead exhibited noise that was not oversensed. The patient was seen in clinic and isometrics reproduced noise that, again, was not oversensed. A boston scientific technical services analyst suggested a remote patient monitoring system to monitor the lead. The physician opted to explant the lead. No additional adverse patient effects were reported. The lead was returned for analysis.